Manufacturer narrative:
MFR report number 0001038806 - 2020 - 01768, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 2015030275 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that patient with upper and lower bars where the low profile abutment and retaining screw fractured. Tooth 13 has fractured abutment and retaining screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® low profile 17° abutment 4.1mm(d) x 4mm(h) (ilpac4417) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2015030275. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2015030275 for similar event and no other complaint was identified. Based on the available information, the event was unconfirmed for the abutment.